Event description:
It was reported that in an unknown timeframe post implantation of a total knee arthroplasty, the patient underwent a revision due to unknown reasons. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown articular surface. Unknown femoral component. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a3, b4, b5, d6b, g3, h2, h6 the reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient has been revised due to a proximal tibial cyst presenting with pain. No known contributing factors to the event. Attempts have been made, and all available information has been provided.